Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the left common femoral artery. Following the deployment, the pt experienced respiratory arrest due to fentanyl, a narcotic given during the procedure. A femostop was applied and a cat scan revealed a retroperitoneal bleed. Treatment of the bleed consisted of IV fluids, dopamine, a blood transfusion, and surgical intervention. The treatment was successful and no further complications were reported. The pt remains hospitalized at the time of this report.